Event description:
It was reported that during a device replacement procedure, it was noted that the atrial lead had dislodged. The lead was repositioned and reprogrammed and remains in use. It was noted that the patient is taking part in (B)(6). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.